Event description:
The patient reported the 6895 shower commode collapse while in use. As a result, the patient fell, hitting his head and sustaining cuts and bruises. The patient further advised the shower commode began to bow in (B)(6) 2013 and progressively worsened through time. No information regarding the severity or treatment of the patient's injuries was available.